Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of a flashing screen. The system monitor¿s video driver for display was found to be defective. Root cause could not be determined as replacement parts are no longer available since the assembly is obsolete. The system monitor was returned as is to the customer per request for disposition. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 13dec2004. The system monitor shipped to the customer on 21dec2004. The unit was manufactured on 07dec2004. Heartmate ii power module instructions for use revision b states if the system monitor does not function, call thoratec's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor had lines across the screen and was intermittently flashing on and off. The data cable between the system monitor and power module was exchanged, and the power module was also exchanged with no resolution.